Event description:
Hemolysis likely s/t lvad pump thrombus ldh 3294, hgb plasma 180 this am. Jaundiced on exam. Vad alarm with power 19, pi 1.7 this am; per history power up to 22 earlier this am with no alarm. Svo2 down to 36%; started on milrinone. Dr. (B)(6).